Manufacturer narrative:
Event is a reportable device malfunction only; adverse event and required intervention should not have been checked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (qty 1) for self-drilling screw of unknown lot. (B)(4). Part of device remains in the patient; device not considered explanted during the revision/initial procedure on (B)(6) 2017. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two intermaxillary fixation (imf) screws broke during a procedure on (B)(6) 2017. A patient underwent an initial open reduction internal fixation to treat bilateral fractures of the mandible. Two imf screws broke off half way up the length of their shafts as the surgeon implanted them into the mandible. The surgeon determined to leave the portions of the embedded screws in place and easily retrieved the broken off pieces. There was a surgical delay of a few of minutes. The procedure was successfully completed and patient outcome stable. Concomitant device reported: screwdriver with holding sleeve (part# unknown, lot# unknown, quantity: 1). This is report 1 of 2 for com-(B)(4).